Event description:
The hcp reported that while placing a bravo ph monitor the capsule would not deploy from the delivery system. The capsule fell off of the delivery system upon removal from the patient. No serious injury to the patient was reported.

Manufacturer narrative:
Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is completed and/or when additional information is received from the hcp.